Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the event in which the tip did not engage is judged to have occurred due to the probe tip rotating with the td-tb400 and causing the probe to be misaligned. It was determined that the distal end of the probe had rotated with the td-tb400, causing the position of the probe to shift, resulting in the reported event of misalignment of the grasping section and the distal end of the probe. The event in which the probe tip rotates with the td-tb400 may have occurred by the following mechanism based on the results of similar surveys in the past, but the occurrence situation has not been identified. 1) excessive torque was applied when connecting the tb-0009ofx to the td-tb400. 2) due to excessive torque, the resin part that secures the probe is damaged so that the handle does not idle. 3) due to the damage of the resin part, the handle spun, and the probe rotated with the td-tb400. Severe wear and tear of the tissue pads may have occurred by the following mechanisms. 1. Sealing and cutting output was performed while grasping the thick tissue at the tip of the gripping part. 2. The probe and the tissue pad came into contact at the rear end of the gripping part, and the tissue pad was severely worn. It can be inferred that the following mechanism may have caused severe wear of the tissue pad. The event can be detected/prevented by following the instructions for use which state: "do not activate output in seal & cut mode while the grasping section is closed without contacting tissue or vessel or ensuring that tissue is transected. Otherwise, a local increase of the temperature due to a friction between the probe tip and the grasping section may result in various forms of damage in the probe tip and/or the tissue pad, such as premature wear, breakage, deformation, and/or falling off inside the body cavity and/or partial separating. Do not close the gripping part and seal and cut output when there is no grasping between the gripping part and the probe tip, or when it is not possible to confirm whether the living tissue or blood vessel being grasped has been incised. Due to abnormal heat generation caused by friction between the gripping part and the probe tip, the gripping part and the probe tip may be damaged, deformed, or falling off, and part of the tissue pad may peel off, leading to severe wear. When cutting and vessel sealing is performed in seal & cut mode, apply light tension on the tissue so that users can confirm that they are transected. Also, stop activation immediately after tissue is transected. Otherwise, the grasping section, the tissue pad, or the probe tip may break and fall off, and partial separating of the tissue pad may occur due to a local increase of temperature caused by the friction between tissue pad and the probe tip during activation. When treating living tissue or blood vessels in seal-and-cut mode, make an incision with light tension so that the incision can be seen. Also, when it is cut off, stop the output immediately. Otherwise, abnormal heat generation due to friction between the tissue pad and the probe tip may lead to damage, deformation, or disconnection of the gripping part (both the stainless-steel part and the fluoropolymer part) and the probe tip, or a part of the tissue pad may peel off. Do not activate output while grasping thick, harder tissue, such as the stomach wall, with the distal part of the probe tip. Otherwise, the grasping section (tissue pad) may be worn out partially. Continued use under this condition may result in exposure of the metal area of the grasping section and a scratch on the probe tip. This could lead the probe tip to breaking and falling off into the body cavity during the output. If you continue to make incisions by grasping hard, thick tissues such as the stomach wall with only the tip of the gripping part, a part of the tissue pad will be severely worn, exposing the metal part, which may scratch the tip of the probe and lead to rupture or falling off. Make sure that the thunderbeat instrument and the transducer are connected firmly. If they are secured erroneously or only with the hand, energy output may not be available and damage to the transducer or excessive heating of the exterior may also result. Even if output is available, the functionality and durability may be compromised. Make sure that the thunderbeat handle and the thunderbeat transducer are securely connected. If you tighten it by hand or connect it in the wrong way, not only will you not be able to output, but it may also cause problems such as damage to the thunderbeat handle or thunderbeat transducer and heat generation of the exterior part. In addition, even if it is output, it is not possible to ensure functionality and durability. Use the provided torque wrench and stabilizer for the connection and disconnection and be sure to follow the instructions given in this manual. If another tool, a hand, or excessive force is used for securing, incomplete connection or damage may result to the thunderbeat instrument, or the transducer resulting in the impossibility of disconnection. If proper connection is impossible, there may be a deformation such as crushing or bending in some parts. Inspect the instrument well and immediately stop using it if any irregularity is observed. The thunderbeat handle and thunderbeat transducer must be attached and detached using the supplied torque wrench and assembly aids and connected in accordance with this instruction manual. Tightening with other instruments or by holding it by hand may result in an inadequate connection or excessive tightening that may damage the thunderbeat handle and thunderbeat transducer or prevent them from disengaged. If the connection cannot be made properly, there is a possibility that each part is deformed such as collapse or bending, so inspect it thoroughly and stop using it immediately if an abnormality is suspected. Stop application of force to the torque wrench when an audible click is heard. Otherwise, the system may not work properly and serious injury to the surgeon, surgical staff, and/or the patient may result. Stop tightening the torque wrench when you get a click. Otherwise, it may not function properly". Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The device was returned to olympus for evaluation, and the reported event was confirmed. In addition to the severely worn tissue pad, it was also found that the transducer did not come off. The investigation is ongoing, and a supplemental report will be submitted upon completion of the investigation or if any additional information is provided by the user facility.

Event description:
It was reported that the top of the ultrasonic surgical device's tip did not engage when it was gripped and operated in a head and neck thyroid disease case. The procedure was completed with a replacement device, and there was no report of patient harm. The device was returned, evaluated, and the tissue pad was extremely worn. This MDR is being submitted to capture the reportable malfunction found during the device evaluation.